Manufacturer narrative:
No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The insulin pump powered up properly after the test battery was inserted. No unexpected alarms noted after the test battery was inserted. The pump passed the displacement test, self test, sleep current measurement and active current measurement.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery several times. The customer's blood glucose level was unknown. The customer reported that the problem was not solved. The insulin pump will be returned for analysis.